Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. Voltage testing was performed and the test failed, the transmitter has no voltage. The reported event of an unrecoverable loss of antenna passed threshold was not confirmed. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a permanent out of range signal. No additional patient or event information is available.